Event description:
It was reported that the implantable neurostimulator (ins) was moved in (B)(6) 2014 and the health care provider (hcp) checked the leads and they looked like they were in the right place. It was further reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. No product problems, signs and symptoms, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products:: product ID: 3093-28, lot# va01khv, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was not that happy with the manufacturer.